Event description:
It was reported that episodes of non-sustained lead noise due to myopotential oversensing were observed via remote transmission. Programming changes were made. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
(B)(4).